Manufacturer narrative:
Batch review performed on 08 april 2019: lot 160641: (B)(4) items manufactured and released on 11-may-2016. Expiration date: 2021-04-21. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any similar reported event.

Event description:
On 12th march 2019 we were alerted about a revision surgery happened on (B)(6) 2018, after 1 year and 11 months from the primary, due to pain caused by femoral component loosening. The patient began to have pain the (B)(6) 2017. Diagnosis of the femoral loosening done in (B)(6) 2017.